Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to an early sensor failure, pt noticed that sensor wire was shorter than expected. After close examination of the insertion site, pt's wife was able to remove broken sensor remnant out of pt's skin. During a f/u call from dexcom technical support on (B)(6) 2011, pt noted that he believes he had misused the device during sensor deployment which could have caused the sensor to break. At the time of his original call to dexcom technical support as well as his f/u call, pt reports no issues at all at the insertion site.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility insp that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.